Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their information center had no audio; speaker malfunction issue was identified. No patient harm was reported; the device was noted to have been out of use for the past year.